Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Subsequently, troubleshooting was performed, however, the interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. At this time, this ICD remains in service and there were no adverse patient effects reported.